Manufacturer narrative:
Date of the event was not provided. (B)(4). The phacoemulsification machine and customer¿s handpieces were examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues during testing of equipment and handpieces. The fss performed a preventative maintenance and a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, a patient experienced a corneal burn in the left operative eye. The wound required a few unplanned sutures in the cornea to get the cut tight and bandage lens was required. The handpiece was taken was taken out of circulation. The surgery center indicated that they felt there was low aspiration with sculpturing whereby the corneal burn had already occurred. The surgery center completed the procedure by changing the handle (handpiece), tubing cassette, and balance salt solution bottle. The surgery center indicated the patient recovery was slowly getting better, but there has been a need of some more sutures. The eyesight is improving. The outcome is still a little difficult to tell. The surgery center indicated the temporal incision was due to shallow anterior chamber and deep-seated eyes.